Manufacturer narrative:
The screw was not retuned for evaluation. Visual inspection reveals one abutment with a crown was returned. There is no evidence of a screw present. The customer provided x-rays of one fractured screw. Customer alleges a portion of the screw remains in the implant, this appears to be confirmed by the x-rays.the lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product not returned to manufacture.

Event description:
Reported that abutment screw fractured. Retrieval of broken part of abutment screw with be attempted at beginning of 2016.